Event description:
It was reported that the x-ray tube on the 9900 system was arcing. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.